Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Further investigation of this incident could not be performed due to no sample return or logs provided. Although a sample was not received at the time of the complaint issuance, b. Braun has identified a sporadic occurrence of potentially false down- and upstream pressure alarms which are caused by the upstream occlusion pressure sensor of the infusomat® infusion pump. Our investigations have shown that an isolated batch of upstream occlusion sensors built in the following serial numbers of pumps may deviate from their technical specification. An approved project is in place to address the reported issue with the occlusion pressure sensor used in the infusomat® infusion pump.

Event description:
As reported by the user facility: patient on high dose epi and norepi infusions. We had 3 pumps on our gurney, the 2 which we attempted to use for the pressor infusions repeatedly alarmed for bubbles and upstream occlusion.